Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified orthopedic surgery, it was observed that the small battery drive device drill was running on its own. The reporter stated that the device was placed on mayo stand awaiting use and from out of nowhere the device turned on. According to the reporter, the device mode switch was in the on position at the time it came on. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed it started running as soon as the battery was attached; triggers were sticking and made an unusual noise. It was noted the electric motor and electronic control unit were damaged, trigger components were worn and there was corrosion on components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be to improper cleaning and care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.